Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was an instrument failure due to broken tap. The possible time in service is 7 years and 19 days. The healthcare professional indicated there was a 30 minutes delay and another suitable device was available for use. The surgery was completed as intended. The device was returned to manufacturer and device evaluation anticipated but not yet begun at djo surgical for examination. A review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of the instrument related to the reported issue. Complaint database review showed no previous complaints. This event is attributable to damage incurred from prolonged use and through the misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - this is the custom long tap for placing the baseplate in a reverse shoulder arthroplasty. The surgeon had drilled the pilot hole and proceeded to the next step, tap insertion. While advancing the tap to the scribe line, we heard a snap, and it was the tap. It broke at the last thread just as the surgeon was approaching the scribe line, leaving this portion of the tap buried inside the patient's glenoid. It was determined that leaving the tap threads in the patient was the best course of action as there was enough room to redirect the pilot drill and tap again using the standard short tap.